Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. No moisture damage found inside the insulin pump. Unable to verify battery out limit alarm due to no button response and button error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that she jumped into the pool with the device. Device alarmed a button error alarm and a battery out alarm. Act button was unresponsive. Customer's blood glucose was 46 mg/dl. Customer treated low blood glucose with candy. Customer's blood glucose was 412 mg/dl the morning of the call. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.